Event description:
It was reported that the patient was brought to the clinic for fluoroscopy evaluation, and externalized conductors were observed between the shocking coils. No electrical issues were observed. The lead was explanted and replaced.

Manufacturer narrative:
Only the distal portion of the lead was returned for analysis. Internal insulation abrasion was found at 8.8cm - 10.1cm from distal tip. Etfe coating was intact at the same location.

Manufacturer narrative:
No medwatch form was received.